Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that the patient had nine cleo sites fall away from their body in one day. The patients blood glucose level was 294 mg/dl. There were no ketones present. No patient injury reported however multiple daily injections and change of supplies were reported. See related events: 2183502-2016-01404, 2183502-2016-01410, 2183502-2016-01405, 2183502-2016-01407, 2183502-2016-01408, 2183502-2016-01409, 2183502-2016-01411 and 2183502-2016-01412.